Event description:
Discordant, falsely elevated chloride results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the chloride electrode was replaced due to quality controls (qc) being outside of normal range. The customer repeated the results after placing another electrode on the instrument, and results were lower. A siemens customer service engineer (cse) supplied the customer with another chloride electrode. Upon follow-up, the customer had replaced the electrode, and results and qc have been stable. The cause of the discordant, falsely elevated chloride results was a malfunction of the electrode. The instrument is performing according to specifications. No further evaluation of this device is required.